Event description:
Per the clinic, the patient experienced a decline in speech performance and residual hearing. Reprogramming attempts were performed; however, the issue could not be resolved. The patient is no longer a hybrid user and requires regular MRI examinations. The device was subsequently explanted on (B)(6) 2026 under general anesthesia. The patient was re-implanted with another cochlear device during the same surgery.